Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump usb port was observed to be damaged, and a part of the usb cable broke off inside the port resulting in the customer not being able to charge the pump battery. Subsequently, the pump shut off unexpectedly. The customer reverted to manual injections for insulin therapy. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 531 mg/dl; cause was not known. A correction bolus via the pump was delivered and a manual insulin injection was used to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.